Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information from the patient that during their last pacemaker check the battery had depleted more over the last six months than the previous four years. The only change noted was the patient had began walking more frequently. The patient was referred to their physician for a care plan. To date, no adverse patient effects were reported.